Event description:
In the process of contacting the pt's neurologist to inform him that the pt's device may be nearing end of service, it was discovered that the pt's device was programmed to off due to suspected lead discontinuity. It was reported that device diagnostic testing resulted in high lead impedance reading (dc-dc code 7), indicating possible device malfunctiuon. It was reported that the pt was admitted to hosp, but had all non-epileptic seizures and was being worked up for psychiatric issues. Approximately one year after discontinuation of stimulation, the pt was seen by a different neurologist who performed additional device diagnostic testing which also yielded high lead impedance reading (limit), still indicative of possible device malfunction.